Event description:
It was reported that the patient experienced a hematoma. The pocket was evacuated and drained. The patient's system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.